Event description:
The information was received from a maude foi report. Subsequent to the patient receiving the new pocket controller earlier that day, the patient called the on-call vad coordinator at 11:24 pm that night. The patient said that she'd been receiving a yellow wrench alarm and couldn't do a self-test when instructed by the vad coordinator. The on-call vad coordinator also had her switch from battery power to module power with no change in the alarm status. After all options were exhausted, the coordinator then walked the patient's daughter through a controller exchange to be performed on the patient. The controller was changed without difficulty and the coordinator advised the patient to come to clinic the next morning to have her driveline and controller checked. Diagnosis or reason for use: controllers need to operate lvad pumps. Event reappeared after reintroduction: yes.

Manufacturer narrative:
Although the maude report indicated "injury -- hospitalization", this medwatch is being filed as a malfunction report as there is no indication of any adverse impact to the patient in the event description. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5040709. This event is being conservatively reported as there was no opportunity to obtain additional information. A specific cause for the reported yellow wrench alarm could not be conclusively determined as the device was not received for evaluation. The report was filed anonymously. A serial number was not provided; therefore a device history record review could not be performed. The manufacturer is closing its file on this event.